Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at an unspecified location on an amia cassette. This was identified while priming for peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.